Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that his onetouch ultra meter was not powering on. He claimed that 1 hour after the power issue began, he developed a sweaty feeling, and then administered self-treatment with oral glucose. No other forms of treatment were reported. According to the troubleshooting performed by customer service, the meter turned on successfully with the power button but not with a test strip insertion. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia 1 hour after the power issue with the meter occurred. In addition, the power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.